Event description:
The customer reported that their central nurse's station (cns) was displaying intermittent signal loss for multiple telemetry transmitters, all at different times. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was displaying intermittent signal loss for multiple telemetry transmitters, all at different times. No patient harm or injury was reported. Service requested / performed: onsite evaluation by nihon kohden. Investigation summary: the onsite evaluation of the mrs discovered the system interference on the 17th floor and suggested a move to the 7th floor. During this evaluation of the mrs, the channel was duplicated, and nihon kohden technical support (nk ts) was able to instruct the facility personnel on how to correct the channel duplication. The root cause is determined to be man (onsite nk personnel). During troubleshooting steps for the original issue (on ticket 86646), a channel was duplicated resulting in the signal loss.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple transmitters, all at different times. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitter was used in conjunction with the cns, but did not experience a failure: transmitter, model: zm-541pa, s/n: (B)(4), approximate age of the device: 53 months, device manufacturer date: 03/02/2016, unique identifier (UDI) #: (B)(4). The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, and approximate age of the device. Device model was not provided, so the age of the device is unknown. PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple transmitters, all at different times. No harm or injury was reported.